Event description:
The customer reported the endoeye flex deflectable videoscope had no image and the image could not be restored. The issue occurred when preparing the scope for use in a therapeutic laparoscopy procedure. The procedure was completed using a similar device. There was no delay. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
During device evaluation at olympus, it was found the complaint was not confirmed. Evaluation did find the bending section cover adhesive was chipped, the connection between the bending section and connecting tube was not secured due to deformation of the bending tube, the universal cord was dirty, switch #1 was dirty, and multiple parts of the scope were scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, it is likely the image sensor unit is damaged (disconnection, etc.) Or the mounted parts (integrated circuit chip, capacitor, etc.) Of the electric board are broken due to use stress, external factors, or handling. However, the root cause of the failure could not be determined. The event can be prevented by following the instructions for use which state: "check if normal light observation images and nbi observation images are displayed normally. Wipe the endoscope tip lens with sterile gauze moistened with saline or sterile water before inspection. Observe the palm, etc. With normal light observation images and nbi observation images. Make sure the light is coming out. Adjust the amount of light to get the proper brightness. Check that there are no abnormalities such as noise, blur, or cloudiness in the normal light observation image and the nbi observation image. Operate the angle lever of the endoscope to bend the curved part. Check that normal light observation images and nbi observation images do not disappear for a moment or other abnormalities." Olympus will continue to monitor field performance for this device.